Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) level of 44 mg/dl, cause was not known. Customer consumed glucose tablets to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.